Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The customer troubleshot with technical support and was calculate and apply the offset reading. Failure analysis of the returned part indicates: the root cause was isolated to a component (u1) . This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during performance verification testing the ventilator failed the accuracy test. No patient involvement.